Event description:
Power supply failed and the customer reported smoke from unit.

Event description:
The lay user/patient contacted lifescan (lfs) customer service (B)(4) on (B)(6), 2010 alleging that the onetouch vita started to display an error message. The following was classified based on the customer service documentation since the patient was not reached for follow-up questions. The error message reportedly began on (B)(6), 2010 around 7-7:30am: the patient was unable to recall the specific error message. It was noted that the patient adjusts her insulin dosages; however, she denied taking any actions in regards to her diabetes management after the error message occurred. She claimed that about 30-45 minutes after the error message occurred, she started to sweat and was not feeling well but reportedly did not receive any form of medical intervention. No blood glucose results were reported. According to the troubleshooting performed with customer service, the reported issue was resolved. It would be helpful to obtain the following information: how often the patient tests with the subject meter, when was her last successful test with the subject meter, and if the patient made any recent adjustments to her medications, activity levels, diet prior to the onset of her symptoms. It would also be helpful to know if the patient did anything to treat her symptoms and if she was able to test with any other meters. There was no indication that the lfs product malfunctioned since the reported issue was resolved with troubleshooting. Based on the provided information at this time, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after obtaining the error message. Replacement products were sent to the patient.

Event description:
The account alleged that the head section will slowly drift down.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k082513.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The test strips involved in this case have not been tested at this time. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.